Manufacturer narrative:
Age at time of event: over 18 years. (B)(4).

Event description:
It was reported that there was a loss of aspiration. An angiojet solent omni catheter was selected for a lower leg deep vein thrombectomy procedure. During the procedure when the device was inside the patient, aspiration was started and then lost. It was noted the pump was in water. The device was exchanged with another angiojet solent omni catheter and the procedure was completed. There were no patient complications and the patient status was noted as stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a solent omni thrombectomy system and no other devices. The pump, shaft, and tip were microscopically examined and no damage or irregularities were identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is an indication that the outlet adapter seal failed. There were no other signs of the catheter having any damage to it. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that there was a loss of aspiration. An angiojet solent omni catheter was selected for a lower leg deep vein thrombectomy procedure. During the procedure when the device was inside the patient, aspiration was started and then lost. It was noted the pump was in water. The device was exchanged with another angiojet solent omni catheter and the procedure was completed. There were no patient complications and the patient status was noted as stable.